Manufacturer narrative:
An opened sterile pouch and display box were returned to the manufacturer. However, the ruby coil was not returned inside. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was not inside the returned package.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while a ruby coil was being advanced into a px slim delivery microcatheter (px slim), the ruby coil pusher assembly became kinked. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same px slim. It should be noted that a rotating hemostasis valve (rhv) was not used during the procedure. There was no report of an adverse effect to the patient.